Manufacturer narrative:
B5 : new information mentioned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 26-oct-2020. It was reported that the procedure performed was not a revision surgery. There was no delay in surgery and it was confirmed that no broken balloon fragments remains in patient. No further complications were reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of compression fracture at l4 and severe bone sclerosis. It was reported that this was a residual case that there were 4 months after the onset. At the time of route creation, the bone was so hard that even guidewire and drill were used, hammer was required. They were told that curette had been prepared, but it was said that curette was not necessary. When the right balloon was inflated, it was about 200psi at the third rotation. And then balloon was inflated until 350psi, and the rotation was completed. The cement was mixed, and when waited for it to harden and removed the balloon for cement insertion, it was noticed that the psi had become 0. When pulled back the syringe, it was convinced that the balloon was broken contrast media leaked since there was blood in the syringe. The product interfered with the hardened bone and broke. Since the cement had hardened, the cement was inserted without cleaning and checking the balloon fragments. It was confirmed with physician, and the physician said that even if fragments remained, it is okay because it will be trapped in cement. Cement was inserted 3cc into the left and right sides respectively (total 6cc), and the procedure was completed. Patient did not undergone an operation for this symptom in the past. No patient symptoms or complications as a result of this event. Immunodeficiency or chemotherapy received related status of patient was unknown. The package was opened and prepared correctly according to the directions given in the IFU/labeling. No further complications were reported.